Manufacturer narrative:
Taper ii. (B)(4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. See related medwatch report # 2024601-2010-00641. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported a suspected leaking port. The pt was admitted for re operation and exploration of leaky port. The adjustment port was removed from the pt and noted to be leaking around the seal of the base of the port. A new port was inserted. F/u findings: access port from an apl removed for leaking from the base plate. F/u findings: previous access port for the apl lap-band system was removed for a needle stick (an not reportable) and was replaced by the device that is the subject of this complaint.